Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-6008. It was reported the pt's entire scs system was replaced due to soreness at the ipg pocket site and intermittent stimulation. There is no additional info available for this issue.